Event description:
It was reported that pump experienced malfunction code 16 with no notable events occurring beforehand. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. Elevated bg was address by a manual insulin injection and did not require assistance from a third party. The customer reverted to an alternate method of insulin therapy.